Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient's stimulator had stopped working and the patient couldn't get it to work. The patient was not feeling stimulation and he could not recharge the implantable neurostimulator (ins) or turn the ins on. It was noted that the recharger was fully charged. The patient programmer had poor communication. The recharger was also not able to communicate. The last time the patient felt stimulation and successfully recharged was in (B)(6) of 2015. Patient services reviewed that the patient was most likely in overdischarge and the patient noted that this was the first time this had happened to him. The patient being unable to connect with the recharger began on (B)(6) 2015. The patient was redirected to his health care provider, but he stated that he just has a primary care physician who did not work with the manufacturer's devices. Additional information has been requested regarding troubleshooting and outcome, but it was not available at the time of this report. If additional information is received, the event will be updated. Additional information received from the patient reported they were unable to charge and there was no telemetry with recharging. The patient saw their managing healthcare provider (hcp) who told them to call and request the manufacturer's representative (rep) be present at their next appointment to assist with jump starting the battery. The patient further reported they had tried many times to charge the manufacturing representative reported that they met with the patient and discovered the device was in overdischarge. The patient requested that a new implantable neurostimulator (ins) be put in. The patient has a scheduled ins replacement surgery on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.